Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. The patient filed a report under mw5042734 for this complaint. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Patient had miradry treatment on (B)(6) 2015. Anesthesia was administered using multiple injections of lidocaine; left arm experienced numbness after injections. Lower energy levels were used. After the procedure, patient experienced weakness in the left index finger and thumb. Later reports indicated issues in both right and left extremities. Nerve conduction tests and emg showed abnormalities. Interventions for symptom relief (pain medications and steroids) were provided. Symptoms still present 7 months after treatment. No further information has been obtained.